Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024 using a 10f amplatzer trevisio intravascular delivery system. During implant the left atrial disc of the device took on a bulging shape after opening the device in the left atrium. Interactions with cardiac structures were noted. The device was removed from the patient and replaced with a new 30mm amplatzer multi-fenestrated septal occluder - cribriform. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. Information from field indicated that there were no angulations or kinks noted in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One image from field appeared to show an occluder device covered in blood like substance and the distal disc formed bulbous shape. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. A 10f sheath was used to deliver the device. Please note that per the instructions for use, the recommended size delivery system for use with a 30 mm cribriform occluder is an 8f.